Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo connector were replaced during service the call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were non-diagnostic. There is no report of death or serious injury associated with the complaint.